Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. The stem is being added for the complaint for the alleged high metal ions. In addition to what was previously reported, ppf alleged loosening of the cup. The product experience code, patient harm, unknown liner, unknown head, and the unknown stem were updated. The cup was added to the impacted product due to the alleged loosening. Doi: (B)(6) 2002. Doi: (B)(6) 2007. (Right hip) first revision.